Event description:
It was reported that the customer had normal blood glucose levels of 99 mg/dl. The customer reported that the battery of the insulin pump would not last long. The customer also reported a failed battery test on the insulin pump. The customer also reported a low battery alarm from the insulin pump. The customer further reported a weak battery alert from the insulin pump. Troubleshooting was done. It was reported that the customer was using a fresh battery but still received the abovementioned alarms on the insulin pump. The customer also reported that there appeared to be a little white substance inside the battery compartment of the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.